Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. The patient had ams elevate implanted on (B)(6) 2011. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat uterine fibroids, abnormal uterine bleeding, large rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a total hysterectomy performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.